Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the patient underwent a tibial nail exchange due to a nonunion. The procedure outcome and the patient's status are unknown. This complaint involves three (3) devices. This report is for (1)10mm ti cann tibial nail-ex w/prox bend 375 mm-sterile. This report is 1 of 3 for (B)(4).